Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction addressed in the product labeling.

Event description:
Health professional reported that for a syringe of juvéderm vollure¿ xc that ¿while pushing the product through, the needle detached from syringe¿ during injection. No injury to the patient or injector. This is the same event and the same patient reported under MDR ID 3005113652-2019-00024 (allergan (B)(4)). This MDR is being submitted for juvéderm vollure¿ xc (lot number v17la80075).

Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received with the needle still attached to syringe in an opened tray. No defect observed to syringe."

Event description:
Health professional reported that for a syringe of juvéderm vollure¿ xc that ¿while pushing the product through, the needle detached from syringe¿ during injection. No injury to the patient or injector.